Manufacturer narrative:
The device is not available for evaluation, however lot history review will be submitted.

Event description:
The event involved a tego connector where the customer reported that they were performing the catheter's closure, a syringe was connected and the lumen was flushed with saline solution. Upon removal, the customer noted that the internal part of the connector, which is a type of rubber, had come out. When the lumen damage was identified, the lumen was clamped, blood was aspirated, then flushed with saline solution, and the tego connector was replaced. The event occurred during use with a 72-year-old male patient with initials jadq, diagnosed with chronic kidney failure, however there was no harm.